Event description:
The part had a correct outer packaging label and blister pack, but the nurse's labels were from another part/lot combination.

Manufacturer narrative:
The original event reported was rsp bone screw part number: 506-03-122 had correct outer packaging label, blister pack label but the nurses labels were for another part lot combination (part: 506-03-114, lot 8311c1033). The work orders for the two affected lots were reviewed to determine processing dates and to see if the two lots were processed through the clean room within the same timeframe which might allow for a mix up of labeling. It was determined that the two lots were not processed in the same time. Lot 831c1033 for part 506-03-114 underwent doc review and release operation on (B)(4) 2011 (last operation after sterility), one week before lot 833c1025 for 506-03-122 was even created and batched. Lot 831c1033 was closed out and released to finished goods one week before lot 833c1025 even existed. The (B)(4) labeling system print log was then reviewed to determine if any labels from the 831c1033 lot were re-printed at a later date when 833c1025 lot was being processed. The labels for the 831c1033 lot were re-printed (most likely due to printer registration issues) when the lot was being processed through the clean room, but no labels were printed after (B)(4) 2011. This occurred approximately 2 weeks before the 833c1025 lot existed. For a mix up to have occurred at (B)(4), a set of extra labels from the re-printed batch would have had to remain in the controlled environment or inner pack area for 2 weeks without being noticed and then mixed into the 833c1025 lot. This is extremely unlikely based on the fact that a locked shred bin is located in the label printing, are to discard all labels with registration errors and the clean room's line clearance. Practices would not allow labels to remain sitting out for that long. An inspection of the actual parts was also conducted. All available inventory at (B)(4) from both affected lots was reviewed to determine if there were any gross labeling errors or apparent mix ups. Ten screws from lot 831c1033 were inspected on 07/05/2011 and 4 screws from lot 833c1025 were inspected on 07/11/2011. All devices inspected from both lots were labeled correctly at all levels of the packaging assembly and contained the correct nurse/tracking labels. A report was run on 10/03/2011 to determine how many items from each lot were consumed. Eighty three (83) of the original 106 screws from lot 831c1033 and 78 of the original 110 screws from lot 833c1025 have been used without any other recorded incidents. The root cause is product being opened and mixed in the field. The agent/representative most likely opened the carton of the wrong screw sized or opened various sized screws and then removed the pouch assemblies to have them readily available for a surgery. When the agent went to pack the pouch assemblies and nurse labels back into the cartons, they did not match up the pouch labels and additional nurse/tracking labels to the label on the outside of the carton and packed them into the wrong carton. This occurrence was deemed an isolated incident among the two affected lots.